Event description:
The customer observed false nonreactive architect anti-hcv results that matched results from the alinity and nat but did not match other methods for one donor. The customer confirmed on (B)(6) 2023 that the red blood cells from the donor¿s previous donations were transfused into two different recipients. All other blood components were destroyed. The recipients are being monitored and there has been no reported infection or negative impact to either recipient. This MDR is being submitted for recipient2.

Manufacturer narrative:
This report is being filed on an international product, architect anti-hcv, list 6c37, that has a similar product distributed in the us, anti-hcv, list number 1l79. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and inhouse testing of retained reagent kit lot 52255be00. Return testing was not completed as returns were not available. Data and information provided by the customer was reviewed and support the complaint issue without indication for any additional issues. Ticket search by lot and ticket trending review did not identify any issues or trends. Device history record review did not identify any non-conformances or deviations. The overall performance of architect anti-hcv reagents in the field was reviewed using data gathered from customers worldwide. Standard deviation to cutoff and median values for the complaint lot were within the established limits and comparable to the historical reagent lot performance. In-house testing of retained reagent kits was performed. All specifications were met, and no false non-reactive results were obtained, indicating that the lot generate the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv 9047 and hcv 9045). The seroconversion panel results were compared to historical architect anti-hcv test results provided by zeptometrix. The lot detected the same bleeds as reactive for the seroconversion panels. Based on this data the sensitivity performance of the complaint lot is not adversely affected. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency with the architect anti-hcv (list 6c37) reagent lot 52255be00 was identified. Refer to related MDR 3002809144-2023-00477 for recipient 1.